Event description:
It was reported the patient's blood glucose level rose to 363 mg/dl while wearing the pod between 4 and24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. Download data generated no hazard alarms. No time outs or drive stalls were observed. During investigation, a tear was observed in the exposed portion of the soft cannula. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred.